Manufacturer narrative:
Device eval anticipated, but not yet begun.

Event description:
During preventative maintenance of the device, the user reported the roller pump generated unusual thumping noises when running at high speeds. No other details regarding the nature of the event were provided. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.